Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and tubo-ovarian abscess ('tubo-ovarian abscess'). In an adult female patient who had essure (batch no. B09704), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo an essure confirmation test". And medical device monitoring error, "novasure uterine ablation". The patient's medical history included: menometrorrhagia and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), staphylococcal infection ("infection: staph") and abscess ("abscess"). And was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014-unilateral salpingooopherectomy,(B)(6) 2014-hysterectomy and unilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, tubo-ovarian abscess, device expulsion, pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, nausea, weight increased and abscess outcome was unknown. The reporter considered abscess, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, pelvic pain, staphylococcal infection, tubo-ovarian abscess, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: date of other essure related surgery (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received: new reporter information was added. New event: abscess was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and tubo-ovarian abscess ('tubo-ovarian abscess') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and medical device monitoring error "novasure uterine ablation". The patient's medical history included menometrorrhagia and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and staphylococcal infection ("infection: staph") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014-unilateral salpingooopherectomy,(B)(6) 2014-hysterectomy and unilateral salpingooopherectomy). Essure was removed on 25-mar-2014. At the time of the report, the device breakage, fallopian tube perforation, tubo-ovarian abscess, device expulsion, pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, nausea and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, pelvic pain, staphylococcal infection, tubo-ovarian abscess, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and tubo-ovarian abscess ('tubo-ovarian abscess') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and medical device monitoring error "novasure uterine ablation". The patient's medical history included menometrorrhagia and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and staphylococcal infection ("infection: staph") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014- unilateral salpingooophorectomy, (B)(6) 2014- hysterectomy and unilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, tubo-ovarian abscess, device expulsion, pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, nausea and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, pelvic pain, staphylococcal infection, tubo-ovarian abscess, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received - lot number added. Patient details added. Previously reported event of injury replaced with pelvic pain. New events : device breakage, fallopian tube perforation, expulsion of essure device, bladder infection, urinary tract infection, staphylococcal infection, bladder disorder, urinary tract disorder, dysmenorrhea (cramping), fatigue, nausea, tubo-ovarian abscess, weight gain and she did not undergo an essure confirmation test and novasure uterine ablation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.